Event description:
The customer reported that the couch fell down due to the vertical drive ballscrew breaking off. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). At this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint (B)(4). Initial MDR mailed on 05/24/2012.